Event description:
Boston scientific synergy drug eluding stent. Shaft of stent fractured as it was being inserted. Entire system of guidewire and stent had to be removed together. Physician states shaft kinked some as it was being inserted. No patient harm.